Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce the issue (error 23008) during calibration.

Event description:
It was reported that during a da vinci-assisted surgical sacrocolpopexy procedure, the customer experienced errors on the system. The customer disconnected the second surgeon side console (ssc) and restarted system to resolve the issue. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.